Event description:
It was reported that during device preparation, while pulling negative a hole was noted in the balloon. There was no report of difficulty removing the protective sheath. There was no clinically significant delay in procedure and the device was set aside for return. Another similar device was used successfully during the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). Date of event was reported as approximately (B)(6) 2013. Evaluation summary: the device was returned for analysis. The leak was unable to be confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.